Manufacturer narrative:
The MDR was submitted after the required reporting timeframe due to holiday staffing constraints, which resulted in a temporary delay in complaint review and MDR processing. Once the reportability determination was identified following the holiday period, the MDR was submitted promptly. The event date and manufacturer awareness date were accurately documented, and the delay was assessed internally. Appropriate actions were taken to reinforce MDR monitoring and ensure timely reporting moving forward.

Event description:
The patient reported experiencing a post-operative infection that required hospitalization and treatment with IV antibiotics.